Event description:
During the procedure, the physician used a cook endoscopy howell dash direct access system sphincterotome to perform a sphincterotomy. During use, the sphincterotome would not bow. The user removed the device from the endoscope and confirmed the cutting wire was broken and could not be visualized on the device. An x-ray was performed and the detached portion of the cutting wire was unable to be visualized in the pt. The location of the cutting wire was reported as unk. Post procedure, the pt's condition is reported as "good."